Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During attempts to place the cypher us rx 2.25 x 8 stent through an existing stent to a new lesion in a tortuous circumflex artery, the stent could not pass through the existing stent to the new lesion. While pulling the stent back into the guiding catheter, the stent dislodged into the left main artery, but remained on the guidewire. The physician then maneuvered the sds balloon past the stent, and slightly inflated the balloon to trap the dislodged stent between the guiding catheter and the balloon. Everything was then pulled back to the sheath. At that point, the stent would not go back into the sheath, and therefore the stent was snared and removed from the patient. There was no patient injury, and the physician did not attempt any further intervention. No other balloons or stents were used. The sds and retrieved stent will be returned.

Manufacturer narrative:
The received complaint stated that during attempts to place the cypher us rx 2.25 x 8 stent through an existing stent to a new lesion in a tortuous circumflex artery, the stent could not pass through the existing stent to the new lesion. While pulling the stent back into the guiding catheter, the stent dislodged into the left main artery, but remained on the guidewire. The physician then maneuvered the sds balloon past the stent, and slightly inflated the balloon to trap the dislodged stent between the guiding catheter and the balloon. Everything was then pulled back to the sheath. At that point, the stent would not go back into the sheath, and therefore, the stent was snared and removed from the patient. There was no patient injury, and the physician did not attempt any further intervention. No other balloons or stents were used. The sds and retrieved stent will be returned. There was no report of injury to the patient and the device was returned for analysis. One non-sterile cypher us rx was received for analysis. The stent was received separate from the stent delivery system inside of a small plastic bag and one of its ends was severely damaged (uplifted/compressed). Two kinks were observed on the sds shaft. No other visual anomalies were observed on the received unit. The balloon was inspected under a microscope; it was observed that it has marks of the bumping and crimping process operation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of tracking difficulty through another stent could not be confirmed, however stent, dislodgment was. The complaint reported by the customer as "sds - tracking difficulty-through another stent" could not be evaluated. The IFU indicates: "do not attempt to pull an unexpanded stent back through the guiding catheter, as dislodgement of the stent from the balloon may occur. Remove as a single unit per instructions in precautions - 5.16. Stent/system removal precautions. Review of the information provided suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event; there is no indication that there is a design or manufacturing related issue; therefore, no action will be taken.